Event description:
It was later reported that the ra lead was explanted and replaced.

Event description:
It was reported that within approximately three and a half months post implant, that an alert sounded for the right atrial (ra) lead impedance rising to over 3000 ohms. Also the electrogram for the ra lead appeared to have new non-physiological noise. The in-office impedance check was a normal value and the thresholds were also normal. It was noted that an x-ray was reviewed of the connector but visualization for the atrial port was inadequate to make a determination. The ra lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6935m implantable tachy lead 2012 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis revealed the atrial lead pacing impedance was out of range high. The programmer save to disk data shows an alert for "a. Bipolar lead impedance greater than 3000 ohms", on 28 (B)(6).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the lead connector pin was observed to have the setscrew marks too proximal. It was noted that the distal lv (low voltage) electrode of the lead was covered in blood.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.